Event description:
Orig. Surg. 2004. Rev. 2005. Pt allegedly, "no growth in cup" and "cup was loose". Pt is active. Add'l info rec'd 12/13/2005: medwatch form from risk mgr., this product not returned.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from user facility and surgeon. This report will be amended when the investigation is complete. Event device code is addressed in package insert. This is the same event as 1043534-2005-00141, 00140, 00139. See attached medwatch form.